Event description:
Boston scientific crm received information that this device was explanted due to the display of the elective replacement indicator (eri). It was noted that the device had a battery voltage of 2.64 v after 29 months of implant and this device was included in the initial population of the shortened replacement window advisory that was originally communicated on march 4, 2009. It was suspected that the device battery depleted more quickly than expected.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.